Event description:
The tip of the 12x150mm trocar (optical access system) cracked during the near end of the robotic procedure. The surgical team noticed right away that the tip cracked and carefully removed the damaged trocar.